Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the jaw broke at the bottom and fell into the pt. The jaw was retrieved from the pt. The case was completed with another device. There was no consequence to the pt.